Event description:
The hosp reported that three days after a colonoscopy, the pt returned to the operating room with a diagnosis of perforated colon. A sigmoid colon resection and colostomy were performed. The hosp reported that pt is doing well after the surgery.

Manufacturer narrative:
Olympus contacted the hosp to obtain add'l info regarding the event. The hosp reported they do not suspect the scope had malfunctioned and would not be returning it for investigation. The scope was subsequently reprocessed and returned to service. Therefore, due to lack of an investigation of the device, olympus cannot conclusively determine the cause of the pt's outcome.